Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019], suction channel: achromobacter insolitus (2 cfu); [second time; (B)(6) 2019], suction channel: stenotrophomonas maltophilia (15 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model etd4 plus paa (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed as follows; there was a scratch on the object lens. The adhesive around the object lens and the light guide lens was worn away. The adhesive of the rubber of the bending section was worn. The contact of the plug unit of the endoscope connector was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.